Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: review of the black box data revealed evidence of short battery life, battery alarms following power on reset events and unexplained power on reset events beginning (B)(6) 2016. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. The test battery cap was not able to properly tighten to the pump. The battery compartment was noted to be cracked in the thread area and below the grip pad. The battery compartment threads were damaged. There was evidence of moisture contamination inside the battery compartment. With the test battery cap in place, the pump intermittently powers on. Electrical current draws were within specifications. A leak test was performed and revealed leakage at the crack in the battery compartment. The pump was opened for further investigation and did not reveal any evidence of damage, defect of contamination of the pump¿s interior compartment. Investigation confirmed the complaint. (B)(4).